Manufacturer narrative:
The lens was received with the optic cut in 3 pieces precluding analysis. The lens met all manufacturing specifications prior to release. Our investigation and the doctor's statement suggest this event was not caused by the device but instead by user error. At the date of this report, amo has provided all available information. No further information is available or expected.

Manufacturer narrative:
A manufacturing record review was performed and met specifications. A review of complaint records revealed that no other complaints from this order number were received. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
The surgeon reported he inadvertently implanted the wrong powered multifocal intraocular lens in the patient's eye. The lens was exchanged approximately 2 weeks later for a lower diopter lens of the same model.